Manufacturer narrative:
The three blades subject to this MDR were returned for eval. It was visually confirmed that the three blades broke at the weld between the blade and the shank. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a mandibular and maxillary osteotomy procedure, three blades broke at the weld between the blade and the shank. It was also reported that there was no pt injury and there were no delays to the procedure.